Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary investigation summary: the investigation cannot confirm the reported issue of, "the surgeon reported that the chamfer area tends to sit proud (as shown in the attached image) which results in the implant not fully contacting the bone." This issue was investigated and reviewed by the systems team. The use of the pointer tool to verify resection cuts was not utilized so the investigation can not confirm the allegation of the chamfer cuts being off. The investigation found that the most probable root cause of the reported issue is due to sub optimal saw blade calibration and rapid leg/robot movement leading to saw blade deflection. Other contributing factors include sub-optimal leg positioning relative to the robotic-assisted device and potential undetected array movement as a result of improper bone checkpoints. The investigation found during a log review that the saw calibration was sub optimal. It is likely that there was an issue with the saw being attached and secured on the saw interface per IFU, saw blade assembly with handpiece. Prior to saw calibration, the saw array and saw blade must be assembled on the saw handpiece. The user continued with the initial saw calibration outside of the valid ranges. In combination with the rapid movement of the robot/leg, this likely lead to the saw blade being deflected during operation. The most probable cause of the original issue is due to inaccurate cuts (blade deflection) on the resection surfaces. The user should verify their resections (especially along the proximal-distal direction) in order to detect an under resected cut which can be corrected. With out utilizing the pointer to to measure the surfaces, a log review cannot determine the accuracy of the cuts. For a good press-fit accurate resection cuts are crucial. The investigation found that multiple messages of the following are seen throughout all the attempt of anterior chamfer cut: [saw disabled] saw blade plane deviates too much from the cutting plane [saw disabled] saw blade ¿tip¿ point is too far from cut reference point this indicates that there was considerable leg/robot movement during all femoral cut steps and tibial cut step. This would cause power to the saw handpiece to be cut. The constant interruption of power during the cut indicates that the movement was large enough for the system to disable saw activation as part of its safety mechanism, which could lead to cut deviation or inability to proceed with further cut steps. The investigation found significant robot movement during operation. The flags in the log file show that the robot is constantly trying to move to adjust and alternating between cut allowed and not allowed, meaning power to the saw handpiece would be cut. The most probable cause of the reported issue is use error related to saw handling and the saw not being in the target plane. This could be due to a number of factors such as excessive movement of the robot as a result of being used off the cart or incorrect bedrail setup, excessive leg movement, or due to the user's applied force conflicting with the saw position ("fighting the robot") in it's efforts to maintain the saw in the target cut plane. Robot movement is generally caused by the system not being properly mounted to the bedrail. The patient¿s leg must also be stabilized during resections. The surgeon¿s preferred leg holder may be used to stabilize the leg if it does not inhibit the function of the velys¿ robotic-assisted solution. Prior to each resection, ensure the leg is stabilized in the desired position. The IFU: any large leg/robot movement will require a rapid adjustment by the robotic-assisted device and can potentially introduce inaccuracy. The pointer tool was not utilized to measure any of the resected surfaces so an assessment of over or under resection cannot be performed in a log review. To ensure flat resection surfaces: wait for the motor of the saw to reach full speed prior to engaging the bone. Hold the saw handpiece gently to allow the robotic-assisted device to adjust the resection plane. While cutting, advance or retract the saw blade, avoiding mediolateral movements. This will ensure the sharp end of the saw blade is used to resect bone, not the sides of the saw blade. The investigation found that array movement cannot be assessed as the user placed the checkpoint on the array itself. The investigation found that both tibial fiducial landmark acquisition and femur fiducial landmark acquisition are done sub-optimally. The check points were created on the pin/array and not on the bone. Since the checkpoints were placed on the pin/arrays, they lose their purpose and it would be difficult to confirm if there was femur array movement as any array movement happens, the checkpoint also moves. It is recommended that the user follow the guidance on IFU: bone checkpoints creation. Position each checkpoint at a site where the bone will not be resected, e.g., below the anticipated tibial resection plane. Create each checkpoint cautiously with the appropriate instrument and into the cortical bone. The checkpoints must be easily identifiable later during the procedure. Marking the checkpoints with a surgical pen will facilitate finding their location. The investigation found that during the anterior cut step, the leg was likely not appropriately positioned relative to the robotic-assisted device. There are multiple messages of plane not reachable seen during operation. The leg is not vertically aligned with the holding arm and instead angled away and is very close to the device array. The robotic-assisted device is not able to reach the planned resection (cutting) plane due to its current position or the position of the patient¿s leg. This typically occurs when the device has reached its movement limits on one axis and cannot align with the desired surgical plane the leg should be positioned as follows to ensure that the robot can complete all of the cuts without reaching a limit: position the leg at the center of the device array interface at 25 mm (1 inch) below the femoral epicondyles. Position the center of the knee at approx. 180 mm (7¿) from the device array interface. Place the knee in a stable position, flexed between 90 degrees and 110 degrees. Ensure the leg and the holding arm are both vertically aligned. Ensure the planned implant axis (and not the bone axis) is aligned with the device axis. There are no defects found with the system or software. The software was performing as intended. The user indicated that there was no negative impact to the patient outcome and no patient harm and the investigation indicates that the system was behaving properly. Root cause: the investigation found that the most probable root cause of the reported issue is due to sub optimal saw blade calibration and rapid leg/robot movement leading to saw blade deflection. Other contributing factors include sub-optimal leg positioning relative to the robotic-assisted device and potential undetected array movement as a result of improper bone checkpoints. The root cause for these factors could not be determined. Additionally, it was found that the user didn't mount the robot to the bedrail which can be considered improper handling. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history review. Due to positive service history, DHR review only covers the related service records. Service history record review result is not relevant to the current complaint.

Event description:
This is report 2 of 2 of (B)(4). It was reported that unk knee femoral attune ps and velys satellite station were involved in a reported event during a total knee arthroplasty procedure. The event involved concerns that, after femoral resection using the velys robot and subsequent implantation, the implant did not fully contact the anterior and posterior chamfer bone. This led to questions regarding the accuracy and technical limitations of the velys robot, as well as the design of the attune cementless implant, particularly the presence of coating on the chamfer surface and its intended contact with the bone. The surgeon noted that when the chamfer cut was performed manually, the implant fit as expected, but when using the velys system, the implant sat proud, potentially compromising press-fit fixation and necessitating bone grafting. There were no reported patient injuries, delays, or adverse consequences. Additional information: additional information received: a. What step were they on when this issue occurred? - the step was preparation for femur, especially chamfer sides. B. What steps did the caller or user perform after encountering this issue? - after ensuring that situation, the customer utilized femur a/p cutting block instead of velys tools. C. Was the affected case in the morning or afternoon? It was from the morning to the afternoon because of two or three tka cases. D. Which means three cases performed with the same issue occurred? Two or three? If yes that all happened in same date? All cases are happened in same date. After that, the procedure was changed; only for cutting the chamfer sides of femur. The manual instruments are utilized instead of velys.